Event description:
The customer reported an elevated initial troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the access 2 immunoassay system and access accutni calibrator. An initial result of 9.24 ng/ml was obtained and released out of the laboratory. The patient was admitted to the hospital based on the result. The sample was reanalyzed, on the same instrument, and recovered a lower result of 0.02 ng/ml, within the normal reference range. An amended report was issued to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The patient¿s sample was collected in a 12x75 mm becton dickinson (bd) plasma tube and centrifuged at 78,000 rpm (rotations per minute) for three minutes. All of the system parameters including quality control (qc), calibration, and system checks were performing within assay and instrument specifications. The customer noted that the sample was a short collection. No other issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) replaced the pulleys after witnessing buffer on them. The fse also replaced the pinch rollers as they appeared dirty and were binding. The fse proactively replaced the mixer belt as preventive measure. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The customer communicated to the fse that the sample was short (not full) and possible sample integrity was suspected. In conclusion, pre-analytical sample handling is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.